Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken accucath guidewire was confirmed but the cause is unknown. One accucath deployment system was returned for evaluation. The catheter was not returned and the safety mechanism had been activated. What appeared to be a red reside was observed inside the proximal end of the deployment system and the needle. The guidewire was protruding from the flashport and extended 60 mm from the end of the deployment system. The remaining 5 mm, including the coil, was missing and was not returned. The safety mechanism was deactivated to reveal the needle. The guidewire was fully retracted through the flashport. The guidewire was then re-advanced; this time extending through the end of the needle. A microscopic evaluation showed the broken tip of the guidewire was curved at about a 90 degree angle. The heel of the needle bevel showed deformation and the curvature was not smooth, which was consistent with the guidewire being retracted or compressed against the needle bevel and may have been a contributing factor in the reported event. Since the sample was returned without the guidewire coil, the complaint was confirmed but the root cause could not be determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported "customer alerted me wire broke off when placing accucath, no patient harm. " add info rcvd 06/23/2021: placement info: 06/20/2021 23:13 edt - vat at bedside for usg piv placement at 1300, pt stating r arm only for access d/t lymph edema in le. Writer attempted placing 20 g accucath in rfa and upon removal some slight resistance was noted with the gw and post-removal it was inspected to find the coil at the end of the gw was broken off. Vat kept turniquet on and inspected cannula to see if wire was inside catheter, coil not present. Rue scanned with us and no coil was found in the vein which was accessed. Ir on call notified and resident stated they would speak to attending and call back. Once called back resident stated that it was ok to remove turniquet and the attending stated risk for emboli was low. Resident recommended a 2 view xray of the humerus to look for foreign body. Primary team contacted who ordered xray. Xray completed but not read yet at this time. A detailed description of the event: humerus xray and chest x-ray showed nothing upon placement of a 20 g accucath in the rfa the guidewire (gw) was being removed and vascular team the nurse felt a slight resistance and then a release of the gw occurred. Upon inspection of the gw it was noticed that the coil tip broke off which measured approximately 0.5 cm length and is 0.0008 of an inch. U/s of the area was completed and no coil was noted. Ir/primary team notified. 2 view humerus x-rays was ordered (negative). Patient returned to 4ws, stable to discharge today or tomorrow. Minimal harm from exposure to radiation from x-ray

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq1278 showed no similar product complaint(s) from this lot number.

Event description:
It was reported "customer alerted me wire broke off when placing accucath, no patient harm." Add info rcvd 06/23/2021: placement info: 06/20/2021 23:13 edt: vat at bedside for usg piv placement at 1300, pt stating r arm only for access d/t lymph edema in le. Writer attempted placing 20 g accucath in rfa and upon removal some slight resistance was noted with the gw and post-removal it was inspected to find the coil at the end of the gw was broken off. Vat kept turniquet on and inspected cannula to see if wire was inside catheter, coil not present. Rue scanned with us and no coil was found in the vein which was accessed. Ir on call notified and resident stated they would speak to attending and call back. Once called back resident stated that it was ok to remove turniquet and the attending stated risk for emboli was low. Resident recommended a 2 view xray of the humerus to look for foreign body. Primary team contacted who ordered xray. Xray completed but not read yet at this time. A detailed description of the event: humerus xray and chest x-ray showed nothing upon placement of a 20 g accucath in the rfa the guidewire (gw) was being removed and vascular team the nurse felt a slight resistance and then a release of the gw occurred. Upon inspection of the gw it was noticed that the coil tip broke off which measured approximately 0.5 cm length and is 0.0008 of an inch. U/s of the area was completed and no coil was noted. Ir/primary team notified. 2 view humerus x-rays was ordered (negative). Patient returned to 4ws, stable to discharge today or tomorrow. Minimal harm from exposure to radiation from x-ray.